Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated patient had not received therapeutic benefit from her device since implant. Patient stated the patient had bad arthritis and the stim was not helping that pain but was somewhat helping her back pain (reason for device). Patient noted patient met rep every couple of weeks for reprogramming, but they had not found ¿the spot¿ yet. Patient noted patient had an appointment this afternoon with rep for reprogramming. Additional information later date from patient indicate the controller was blank and was frozen. Patient called rep and rep suggested to reset the controller. Patient resetting the controller, resolved the issue, but she was nervous something would happen to the battery when she leaves the patient alone for a week. A new controller battery would be sent, controller battery would not charge. Additional information from representative later date indicated patient met rep today for reprogramming from hd to ld, and patient was feeling a tingling in her leg, with stim on or off. The staff was aware and advised patient to follow up with her hcp. Rep noted that 2 electrodes (1 and 8) were orange today. No further complication and events were reported.

Manufacturer narrative:
Continuation of d11: product ID: 97745bp, lot# nlh028208n, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient first got the ins it would stay charged for 24 hours or more and now it only held a charge for about 12 or 13 hours. The patient recently changed programs and saw a representative two weeks ago who reprogrammed everything but at that time they said it should last a day- charging frequency has increased since then. The patient always had high dose programming. The patient was going to meet with a representative on (B)(6) 2019 and would notify the representative of the issue. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reiterated the information already reported. It was noted that the cause of the increase in charging was due to programming, which caused the stimulator to last 12-14 hours, resulting to having to charge the device twice a day. The programming was changed and the charging issue was resolved. There were no further complications or anticipations reported with this event.